Event description:
Event description cpi received information that this implantable pulse generator (ipg) was unable to be interrogated at implant. The physician elected to use another device. The ipg was tested again the next day, but still could not be interrogated.